Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate atp and high voltage therapy. Upon review of recorded episodes, atrial fibrillation with a rapid ventricular rate was observed. The device was reprogrammed and the patient was discharged in good condition!